Event description:
The core universal driver was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device w/o any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was not during failure analysis that the device did not overheat, but when the safety bar was in the forward position, the tech was able to activate the reverse trigger. Visually found that the trigger housing is cracked, the reverse trigger assembly is damaged and the flexstrips are cracked. Corrosion damage was also noted within the internal components of the device.